Manufacturer narrative:
(B)(4).

Event description:
Pentax medical became aware of a report on (B)(6) 2019 stating pentax medical video duodenoscope, model ed- 3490tk, serial number (B)(4), cultured positive after sampling performed on (B)(6) 2019. The sampling performed on (B)(6) 2019 identified colony forming units(cfu) as "tntc" (too numerous to count) as comprising of the following isolate: 1 - positive cocci - staphylococcus haemolyticus study number: (B)(6). The long term loaner duodenoscope was received by pentax medical for evaluation on (B)(6) 2019. The duodenoscope was inspected by pentax medical service on 18jul2019. Inspection findings included the following: operation channel- primary slice by accessory. Distal cap - fixed type passed epoxy seal integrity inspection. Distal cap/ case cracked. Passed wet leak test. Passed dry leak test. Fluid invasion not observed in pve connector. Fluid invasion not observed in control body. Suction tube mild resistance. Repairs were performed on the duodenoscope which included replacement of the following components: air/water tube, deflector operating wire, deflector staycoil operation channel, bending rubber, o-ring(0.5x1.3), distal case/cap, o-rings and seals. The duodenoscope is currently pending resampling.